Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a healthcare professional (hcp) regarding an implantable neurostimulator (ins). It was reported that the representative received an email from a hcp with no patient information; it was merely noted that the patient had an intellis ins implanted in (B)(6) 2018. The hcp reported that the patient's ins site was becoming warm when recharging reached 30%. It was reviewed that they could consider changing the recharging temperature and speed. No further complications reported.